Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge change alerts while attempting to load a new cartridge onto the pump. Reportedly, the customer was unable to clear the alert from the screen. The customer's blood glucose level was 359 mg/dl. The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.